Event description:
Physician reports swollen left breast, liquid around the implant, and rupture intracapsular diagnosed by MRI. Diagnostic report shows ¿(inflammatory) capsule lobulation/ penetration "latero caudal" left: most likely reactive changes¿ and ¿very enlarged axillary glands at left, without internal silicone deposits: reactive¿. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Edema: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: white and black particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Edema:unable to observe since it is not related to the device. Lymphadenopathy:unable to observe since it is not related to the device. Inflammation/irritation:unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out.

Event description:
Device was explanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphadenopathy.

Event description:
Physician reports swollen left breast, liquid around the implant, and rupture intracapsular diagnosed by MRI. Diagnostic report shows ¿(inflammatory) capsule lobulation/ penetration laterocaudal left: most likely reactive changes¿ and ¿very enlarged axillary glands at left, without internal silicone deposits: reactive¿. Device remains implanted.